Event description:
It was reported that unspecified bd¿ holder separated from the needle when connecting vacutainer. No serious injury or medical intervention was reported. Verbatim: material no. Unknown, batch no. Unknown it was reported holders are unscrewing or popping off from needle when connecting vacutainer. I'm writing to express some concerns that I have been seeing with the bd vacutainer holders. They seem to screw on okay, but when you connect the vacutainer the holder pops off or unscrews. Obviously, this is a big safety concern as we do not want anyone to get stuck with the needle the holder is supposed to be protecting us from.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that unspecified bd¿ holder separated from the needle when connecting vacutainer. No serious injury or medical intervention was reported. Verbatim: material no. Unknown, batch no. Unknown. It was reported holders are unscrewing or popping off from needle when connecting vacutainer. I'm writing to express some concerns that I have been seeing with the bd vacutainer holders. They seem to screw on okay, but when you connect the vacutainer the holder pops off or unscrews. Obviously, this is a big safety concern as we do not want anyone to get stuck with the needle the holder is supposed to be protecting us from. H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ holder separated from the needle when connecting vacutainer. No serious injury or medical intervention was reported. Verbatim: "material no. Unknown, batch no. Unknown. It was reported holders are unscrewing or popping off from needle when connecting vacutainer. Customer, - "(B)(6), I'm writing to express some concerns that I have been seeing with the bd vacutainer holders. They seem to screw on okay, but when you connect the vacutainer the holder pops off or unscrews. Obviously, this is a big safety concern as we do not want anyone to get stuck with the needle the holder is supposed to be protecting us from. (B)(6), bsn, cn iii, ccrn-cmc".